Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) had an alarm on a home choice (hc), the registered nurse (rn) was using two 5l bags, the total volume (tv)=12l, the rn contacted the peritoneal dialysis nurse (pdn) who advised her to add another bag of solution and the rn removed the heater bag and replaced it with a full bag. The technical service representative (tsr) explained the set up was compromised. The rn understood and the tsr assisted with ending therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported during an alarm situation (check supply line) that the customer switched a heater bag only, which is a use error/poor aseptic technique. The lot number is unknown; therefore, a batch review was not conducted. The assignable cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.